Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for in-clinic follow up with a complaint of discomfort. Further evaluation found that the right ventricular (rv) lead was not capturing appropriately. The lead had dislodged and was capturing at the junction between the right atrium and superior vena cava (svc). The patient was scheduled for replacement and the lead was explanted. There were no further patient consequences.

Manufacturer narrative:
Additional information: b5, b6 and h6.

Event description:
New information received notes that the patient was in heart block. Right ventricular (rv) lead dislodgement was confirmed via fluoroscopy.

Manufacturer narrative:
Correction: b5 - describe event or problem in 2017865-2025-96548 submitted on 31 jul 2025 should have stated "further evaluation found that the right ventricular (rv) lead was not capturing nor shocking effectively." Rather than "further evaluation found that the right ventricular (rv) lead was not capturing appropriately."

Event description:
It was reported that the patient presented for in-clinic follow up with a complaint of discomfort. Further evaluation found that the right ventricular (rv) lead was not capturing nor shocking effectively. The lead had dislodged and was capturing at the junction between the right atrium and superior vena cava (svc). The patient was scheduled for replacement and the lead was explanted. There were no further patient consequences.